Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced issues with low blood glucose and seizures for the past two months. The customer stated that the insulin pump had been malfunctioning and contributing to the hypoglycemia. On (B)(6) 2018, the customer was admitted into the hospital for hypoglycemia and seizing. The patient's blood glucose value during the incident is unknown. The customer treated with glucose tablets. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was completed and no device anomalies were noted; the troubleshooting outcome was inconclusive. The insulin pump will be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test : reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir does not leak and not occluded.